Manufacturer narrative:
The technician replaced the brake caster to repair the bed.

Event description:
Information received indicates the brake caster would lock and hold but the caster would rotate if pushed on from the side.